Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: it was reported that the zimmer implant disengaged form the unknown driver and fell to the floor. The osteotomy was grafted for future implant placement. Tooth location 19. Brand name: unknown driver. Concomitant medical products: impl tapered scr-v sbm 4. 7mm 4.5mm 10mm lot # 63691806. Date rec¿d by MFR: 14 may 2019. The reported device was not returned for evaluation. As the reported device was not returned, the reported condition of an implant that disengaged from an unknown driver could not be confirmed. The reported concomitant implant and fixture mount were returned, however. The fixture mount and the implant were both functionally tested with a compatible driver. The driver was able to engage and firmly retain both the mount and the implant as intended. . A device history record (DHR) review was not performed for the reported driver as the device lot is unknown. A complaint history review could not be performed for the reported driver as the item and lot are unknown. A DHR review was completed for the reported concomitate device lot. The DHR review did not provide any indication of manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event. It was confirmed that all operations and inspections were executed as per applicable procedure. A complaint history review was completed for the reported concomitate device lot. There are no other reported complaints with similar incident against the subject lot to date. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the zimmer implant disengaged form the unknown driver and fell to the floor. The osteotomy was grafted for future implant placement. Tooth location 19.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the zimmer implant disengaged form the unknown driver and fell to the floor. The osteotomy was grafted for future implant placement. Tooth location 19.